Manufacturer narrative:
Date: the event occurred on an unspecified date of (B)(6) 2020. The customer stated "probably a week ago". Lot #: the customer reported two potential lot numbers h20k04113 and h20j18065. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing (unspecified line) of an integrated apd set w/cassette pulled out of the bag, causing a leak.this was further described as at night one of the connectors came off of the bag. Entire tubing pulled out of the bag. This was observed during use for automated peritoneal dialysis therapy.there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted, on the suspect lots (B)(4) and (B)(4). And there were no deviations found related to this reported condition, during the manufacture of these lots. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.